Event description:
An optician reported that he had observed a paracentral leucoma (white opacity) in the right eye of a patient associated with wear of dailies contact lenses. The patient received medical treatment in the preceding weeks (2008) consisting of okacin, exocin, atropine, visumidriatic, iridium (or blefarette), filme ofta eye drops, xantervit, zoref, betotal for a paracentral septic corneal ulcer in the right eye at 5 o'clock. Visual acuity reported as 8/10, right eye, during event. No pre-event or post-event visual acuity information was provided. No further information is expected.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a para-central non-infectious corneal ulcer." An investigation of returned product sample(s) is underway. If any abnormality is found, a follow up report will be provided.